Manufacturer narrative:
Defective sterile packaging. Implant wasn`t used. No other implant was placed in the same surgery. After investigation of the packaging process, the delivery of defective sterile packaging can be ruled out. The product complied with the manufacturer's specified requirements on delivery. A product/manufacturing-related defect is excluded.

Event description:
Defective sterile packaging. Implant wasn`t used. No other implant was placed in the same surgery.